Manufacturer narrative:
This supplemental report is being submitted to provide the product return date. Updated fields: d9, h2.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of white residue inside the air/water channel could not be established. The cause of scope communication error codes e226 and e216 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue inside the air/water channel and scope communication error codes e226 and e216. There was no patient involvement.